Manufacturer narrative:
The customer stated that the samples are not available for evaluation and no photos were taken. Additionally, lot number was not provided; device history record (DHR) could not be performed. At this point, there's not enough information to reach root cause. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife oxygen tubing 7' (2.1m) crush resistant oxygen tubing, vinyl tipped keeps getting disconnected from the hose nipple of the flowmeter while connected to the patient via bag valve mask. The end user had to pick up the end of the tubing and reattach it to the nipple hose before it can be used. At this time, there is no information regarding patient harm associated with the reported event.